Event description:
It was reported over the past year, this right ventricular (rv) lead has exhibited a gradual rise in shock impedance measurements, measuring greater than 200 ohms. Technical services (ts) was consulted and offered troubleshooting options. At this time, the rv lead remains in-service. No adverse patient effects were reported.